Manufacturer narrative:
This complaint has not been confirmed. Device not returned to MFR. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
I was told I didn't need the receipt if I had upc and lot numbers. I'm writing because, the nightguard separated and after calling your company, they suggest trying again with less biting force during fitting. Thank you. Lot: 034408.